Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device intermittently does not work in sync mode because the ECG waveform becomes distorted after the shock which results in the device not picking up the r-wave or the qrs complex. The patient involved was reported to have not experienced harm or an adverse patient impact. The customer reported no immediate clinical action required to prevent serious injury or death. Additional information has been requested.